Event description:
Supplemental report is being submitted due to the completion of the investigation on 22-may-2024.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all zso-7-5 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zso-7-5 device of lot number c2065531 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zso-7-5 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2065531. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wireguide. Several requests were made to the customer to ascertain the diameter of the wireguide used and if the pigtail straightener was used to straighten the curl but this information was not forthcoming, if it received at a later date then the investigation will be updated accordingly. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, pigtail of zso-7-5 was bent during preparation. The nurse could not get a wire guide pass confirmed quantity of 1 device, confirmed prior to use. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wireguide.

Event description:
Pigtail of zso-7-5 was bent during preperation.the nurse could not get a wire guide pass.so she used a new zso-7-5.. Guide wire was not replaced.. Did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.